Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's l3 drg lead had migrated and l4 drg lead had high impedances. As a result, surgical intervention took place on (B)(6) 2025, wherein both the l3 and l4 drg leads were explanted and replaced with a single s1 drg lead to address the issue. Physician was unable to replace the leads at l3 and l4 due to scar tissue. Post-operatively therapy was restored.